Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that t-wave oversensing was observed during vf episodes in stored session records. Upon review of session records, it was noted that that wide qrs complexeswree double counted and is not t-wave oversensing. Programming changes were made and issue of oversensing was resolved. Device remains implanted.